Manufacturer narrative:
(Revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. In the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent surgery on (B)(6) 2016. Post-op, on an unknown date, the rods broke. Hence, a revision surgery was performed on (B)(6) 2017 in which rods were completely explanted.